Event description:
The complaint stated that the gear rack was broken. Gear rack replaced and lift is back into service.

Manufacturer narrative:
A new gear rack was installed to repair the lift. The lift is functioning properly.